Event description:
It was reported that the intra-aortic balloon (iab) was inserted at 0100 hours by the cardiac surgeon in the operating room. At 0345 hours the registered nurse (rn) noticed blood at the bifurcation of the iab hub. The pump was immediately turned off. The rn was concerned that the pump did not alarm. The pump was used for the remainder of the evening until it was swapped out and sent to biomed in the morning. Reference medwatch 1219856-2008-00331 for intra-aortic balloon.

Manufacturer narrative:
Product will not be returned for eval. Biomed could not duplicate the "no alarm."